Event description:
Caller reported that the insulin pump's battery capacity dropped 75% rapidly, leading to an unexpected shutdown earlier in the day. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was informed about necessary steps when the pump resets, such as manually restarting cgm sessions and reloading the insulin cartridge. A replacement pump was issued by technical support as resolution.